Manufacturer narrative:
Product ID: 3889-28, lot# v008733, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
After additional review, it was noted that the leads from the first stimulator were left in because the leads were working well.

Event description:
It was reported that the patient¿s device was infected and had to be removed. No further information was reported. If additional information becomes available, a follow-up report will be submitted.